Event description:
It was reported that, after a tka procedure, the journey fem impact bumper right was found to be broken. The procedure was successfully completed without delay using the same device. No patient injury, or other complications were reported.

Manufacturer narrative:
The devices, used in treatment, was returned for evaluation. A visual inspection confirmed one of the posts is broken off the journey fem impact bumper rt and has not been returned. The devices show significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary.this is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.